Event description:
Information was received from a patient. It was reported that the patient was experiencing discomfort while recharging. The patient stated that it was uncomfortable and difficult to charge because their implantable neurostimulator (ins) was placed toward their lower buttocks. The patient also reported that the antenna kept moving when they would try to charge. It was noted that the patient didn¿t recently have surgery and there weren¿t any signs of skin irritation. A manufacturer representative suggested that the patient try adhesive discs while they charge. It was noted that this had been an issue since the patient was implanted on (B)(6) 2008. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.